Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
There was a mix-up with the patient¿s refill date. The patient missed their refill, and no one heard the low (lra) or empty reservoir alarms (era). The critical and non-critical alarm tests were performed with the 8840 and the alarm sounds could not be heard. Patient symptoms included sleeping difficulty and twitching of their extremities. The patient¿s mother reportedly took the patient to the emergency room because of the patient¿s twitching and difficulty sleeping, as well as the realization that the pump needed to be refilled. It was also noted that the patient developed an upper respiratory viral infection and ended up at a hospital, though the virus was not related to the pump. At the hospital the pump was refilled with lioresal. The pump was interrogated and showed the lra occurred on (B)(6) 2014. The era occurred on (B)(6) 2014. The patient was discharged from the hospital on (B)(6) 2014. The representative noted that the pump was implanted a bit deeper than what they had typically seen. The pump had contained baclofen. Additional information was requested to determine the patient¿s outcome.